Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal and functional under sensing. Programming changes were made. There were no patient consequences.